Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip broke off. The tip was found outside the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was returned for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Three sealed boxes with thirty-six unopened samples each of product code j417, lot ml7088 were returned for analysis. As total 108 unopened samples were received for evaluation. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no performance breakage needle were found on the samples. Two sealed boxes with thirty-six and opened box with twenty-two opened samples of product code j417, lot ml7088. As total 94 unopened samples were received for evaluation. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no performance breakage needle were found on the samples. Three open boxes with thirty-four, thirty- five, and thirty samples and forty-nine unopened samples of product code j417, lot ml7088. As total 148 unopened samples were received. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no performance breakage needle were found on the samples. A manufacturing record evaluation was performed for the finished device ml7088 number, and no non-conformances were identified.